Event description:
It was reported by the facility that upon inspection of the device, a hair was found within the sterile packaging. No adverse events were reported.

Manufacturer narrative:
This defect was not identified at the 100% inspection step for the 01 packs affected, therefore it is a single isolated event per complaint. Summarizing all facts, the root cause can be attributed to a manufacturing (packaging) related issue.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the facility that upon inspection of the device, a hair was found within the sterile packaging. No adverse events were reported.